Manufacturer narrative:
Complaint suggestive of reportable malfunction/incident. Will investigate further. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a consumer who contacted the company to report a product complaint, regards a patient of unspecified gender, age, and origin. The patient was taking an unknown medication for an unknown indication. On (B)(6) 2011 it was reported that the patient's humapen memoir display was missing some segments in the units display. The humapen memoir was associated with product complaint (B)(4). The user and the user's training status were not provided. The duration of use was three weeks. Return status of the pen was not provided.

Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a consumer who contacted the company to report a product complaint, regards a patient of unspecified gender, age, and origin. The patient was taking an unknown medication for an unknown indication. On (B)(6) 2011 it was reported that the patient's humapen memoir display was missing some segments in the units display. The humapen memoir was associated with product complaint (B)(4) / lot 1003c01. The user and the user's training status were not provided. The duration of use was three weeks. Return status of the pen was not provided. Edit (B)(6) 2011: upon internal review, edited expected date of next report with device EU/ca fields. Update (B)(6) 2012: additional information received (B)(6) 2012 via global product complaint database. Added device specific safety summary. Added returned to manufacturer date. Updated device medwatch info and EU/ca fields.

Manufacturer narrative:
No further follow-up is planned. Narrative field: new, updated and corrected information is referenced within the update statement. Please refer to update statement dated (B)(6) 2012. Evaluation summary a patient reported that their humapen memoir display was missing some segments in the units display. A detailed investigation of the returned device (batch 1003c01, manufactured mar 2010) found missing segments in the dose numbers and determined the root cause to be a deficient bond between the lcd cable and the lcd glass. A batch record review did not identify any manufacturing batch related potential causes. The reportable malfunction missing dose number segments may result in an inaccurate dose of insulin. Malfunction confirmed. The user would typically be aware of missing dose number segments. When the pen is powered on, all segments of the display are illuminated to confirm proper function. The user manual instructs that if any part of the pen display is missing do not use pen. It further instructs that if the display is not working correctly to contact (B)(4) or your healthcare professional. A corrective action was implemented in q3 2010 beginning with batch 1007c01 in which an additional on-line control station was added to further improve detection of missing segments. In addition, a corrective action has been initiated to enhance controls of the cable bonding process to the lcd unit and to replace the existing memoir lcd cable to improve the lcd cable robustness. Due to the time required to qualify the new supplier of cables, these improvements are targeted for implementation by q1 2012, and supply of humapen memoir has been temporarily interrupted until these improvements have been implemented. Improper use and storage - there is no evidence of improper use.